Event description:
This device was being used during a training session. The instructor placed the device standard paddles on their shirt and charged the defibrillator. The instructor pressed the device shock button; reportedly unaware the defibrillator was 'live'. The instructor reportedly received second-degree burns to the chest through their shirt. The instructor was later examined by a physician and released.